Event description:
68 y/o female pt had an EKG procedure. Ten leads applied in normal fashion and EKG performed. Nine leads (6 from chest) (2 from arms) and 1 from right leg peeled off without any problems, however the lead that was applied to the left leg would not peel off without tearing the skin underneath. Lead was eventually removed by cutting the skin underneath the lead. Pt with 3 x 5cm skin tear as result of lead removal.